Event description:
It was reported the patient had redness, itching, and tenderness around incision site. The patient also reported post-operative vomiting, nausea, and fever. The patient was seen in clinic and the incision site was cleaned and the dressing was changed. The etiology was surgery/anesthesia and was related to the implant procedure but was not related to the device or therapy. The event was considered resolved without sequelae. Additional information received reported that the patient experienced redness and tenderness at the incision site. Interventions included medical or non-surgical therapy. The incision site was cleaned and the dressing was changed. Diagnostic methods included examination/palpation. The patient was seen at the clinic and the result was a possible infection.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).